Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
This file is related to (B)(4). Device evaluation: the evo-fc-10-11-6-b device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. From the image provided stent appears to be fully deployed and attached to lock wire. Additional information was requested to aid this investigation to determine when the lock wire was removed out of delivery handle. As per additional information provided "the customer has detached the lock wire outside the patient for analyze the stent system." Document review: as the evo-fc-10-11-6-b from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use ifu0062-5 which accompanies this device instructs the user to "if stent repositioning is required during deployment, it is possible to recapture stent. Note: it is not possible to recapture stent after passing point-of -no return, indicated when red marker on top of handle has passed the point of-no-return indicator on handle label." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed potentially that the introducer was in tortuous position. It is possible that during deployment tortuous position may have caused a build-up of pressure resulting in difficulties to recapture the stent. Additionally it is possible that stent recapture difficulties were due to late removal of safety wire. As per image provided the stent appears to be fully deployed and attached to lock wire. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As requested by cook (B)(4) on 17 feb 2021: additional complaint file for the ¿other stent¿, as per additional information provided ¿impossible to return the stent in the cathter flexor.information received 29-jan-21: on the picture ( it is a other stent), there is a green wire. When the customer releases of the stent the green wire is delivered with the stent (in the same action/time).and the customer stop immediately the liberation and remove the stent of the endoscope for look the stent. And when the customer release the stent , no problem but impossible to return the stent in the cathter flexor.a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.we had an issue with lagage of the stent, it's in my office. No further details given¿ what does the word ¿lagage¿ mean? Releasingduring stent release, at the 2rd or 3rd pressure on the target, the stent is released with the green wire (wire connect to the red cap of the evolution gun). The customer stops the release, recapture the stent and remove at the endoscope. The doctor tests the release of the stent outside the body and impossible to recapture the stent in the flexor catheter.¿ had the deployment passed the ¿point of no return¿ when the malfunction occurred? It is impossible that he¿s pa the point of no return because he has 2 or 3 pressed in the trigger¿ was the red cap removed during attempted deployment? No¿ was the stent partially/fully released when the product malfunctioned? Partiallyo if the stent was fully released, how was it recaptured? Partially release o were there any other items necessary to recapture the stent? Eg forceps, snare, etc. No simple recapture with the system evolution*¿ was it possibly to fully recapture the stent prior to removing the delivery system or was the stent partially exposed when removed?¿ the recapture is fully on the picture ( it is a other stent), there is a green wire. When the customer releases of the stent the green wire is delivered with the stent (in the same action/time).and the customer stop immediately the liberation and remove the stent of the endoscope for look the stent. And when the customer release the stent , no problem but impossible to return the stent in the cathter flexor.. At what stage of the procedure did the complaint occur? During stent placement. What endoscope type and channel size was used? Fuji. What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? 0,35 terumo. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Bile duct. Please advise the anatomical location of the intended target site. 2rd duodenum. How long was the stent in the patient by the time this complaint occurred? 20 min.. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. If yes, how often was this completed?. Did the patient require any additional procedures as a result of this event? No another/a new stent is implanted. What intervention (if any) was required? N/a. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, it is the same intervention/same day.. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed.stricture information:. What was the length and diameter of the stricture? 3cm. Where was the stricture located in the body? Ampulloma. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? N/a questions related to during insertion into patient. Was the product inspected for kinks or damage before use? N/a. Was resistance felt during insertion into patient? No. If yes, at what point?questions related to during stent placement. Did the product fail during stent deployment or recapture? Deployment. If other, please specify n/a. Was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? N/a,. Are images of the device or procedure available? No]questions related to during introducer withdrawal. Are images of the device or procedure available? No. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a. If yes, what was used?. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a. Was the safety wire fully removed before removing the delivery system? N/a. Did any part of the product snag/get caught with the stent when removing the delivery system? N/aquestions related to during stent repositioning/removal (for evo-fc & evo-pc devices). What instrument was used for stent repositioning / removal? Forceps, snare, other n/a. If other, please specify. N/a. Was resistance encountered during advancement and/or deployment? No. If yes, please when this was felt? Deployment. How did the physician deal with this resistance? No resistance. Was the lasso (suture) loop used during repositioning no